Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. During device evaluation, a third-party service agent observed that the device's readiness display had no ok but displayed the charge-pak, attention, and service wrench icons. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio evaluated the device. It was observed that the device readiness display had no ok;  it did display the charge-pak, attention, and service wrench icons. The device could not be powered on. Physio determined that the cause of the reported issue was due to the digital pcb assembly having a shorted and burned capacitor, designator c76. This capacitor, designator c76 on the digital pcb assembly being shorted and burned caused the device's internal hybrid layer capacitor (hlc) batteries to deplete. This in its turn kept the device from powering on. A replacement device was provided to the customer under warranty.